Event description:
It was reported that during a follow-up, the magnet rate on the printout was 98.5 pulses per minute (ppm), but on the ECG the magnet rate was 80 ppm. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.